Manufacturer narrative:
Visual inspection noted a bend at the distal end of the lead. A low impedance was measured between the inner coil and re cable. An inner insulation breach on the inner coil liner was found near the shaft area. The inner coil and sensing conductors could make contact and cause the observed noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that inappropriate therapy due to noise was observed. High pacing threshold and low lead impedance were also detected. The lead was explanted and replaced.